Event description:
The patient claimed the animas insulin pump's time has been off by 1 hour 3 times over the past few months. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged time loss issue.

Manufacturer narrative:
(B)(4): a time keeping test was performed and the pump was found to be keeping time appropriately. The pump was left without power for one hour and the pump was confirmed to be keeping the time upon rebooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).